Manufacturer narrative:
Medwatch sent to FDA on 07/06/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically, as this is indicative of a balloon deflation. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of greenish urine, during endoscopy it was confirmed empty balloon in the stomach. It was necessary to change the balloon for another one." The balloon was removed.